Event description:
User received low results for sodium on one channel of the analyzer. Only sample involved was a pt pool used to check the analyzer. Initial result from unaffected channel 140 mmol/l, repeat result from affected channel 134 mmol/l. No erroneous results reported. The field svc rep stated the cause was unk, but noted the seals on the ise syringes were worn. On follow up visit, he determined the cause was vacuum leak and a weak vacuum pump. He replaced the diaphragm on the vacuum assembly. Performance tests were performed.